Event description:
During device interrogation, prior to implant, the battery had depleted below the recommended implant percentage. The device was not implanted. There was no patient involved in this event.

Manufacturer narrative:
The reported device was received for evaluation and the reported event of premature battery depletion was confirmed. Electrical testing revealed that the hybrid current draw was high. Fault isolation was performed, and the cause of the high current was traced to the hybrid.